Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Event description:
The customer reported that she received prime rewind and motor error alarms on her insulin pump. Her blood glucose was 226 mg/dl. During troubleshooting, the customer stated the insulin pump was not dropped and the drive support cap appeared normal. The motor error alarm occurred during bolus delivery. Insulin pump had not been exposed to strang magnetic field. Customer was not using sensor feature and was not able to rewind the insulin pump. She was advised to discontinue use of the insulin pump and revert to a back-up plan. Nothing further was reported.